Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon inserted the er320 clip applier into the trocar and the clip fell out of the jaws into the pt. The unformed clip could not be found for retrieval. The surgeon completed the case with a new er320.